Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a 21 year-old female patient who had essure inserted (lot no. 628318) for female sterilisation. The patient had a medical history of agoraphobia, candida vaginal, urinary tract infection, cannabis dependence, parity 2 and multi gravida. Previously administered products included: oxycodone for itching, metronidazole for vomiting and mirena, hydrocodone, fluconazole, ciprofloxacin, xanax, nortriptyline and seroquel. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy (with essure coils removal in-situ), cystos). The reporter considered pelvic inflammatory disease to be related to essure administration. The reporter commented: trailing coils - 4 coils visible on patient right side, no trailing coils were visible on left side. Diagnostic results (normal ranges are provided in parenthesis if available): [human papilloma virus test] on (B)(6) 2009: positive [hysterosalpingogram] on (B)(6) 2009: hysterosalpingogram on dated (B)(6) 2009 history: post essure procedure finding: the micro inserts appear appropriately placed. There is no evidence of leakage around the micro inserts. The endometrial cavity is grossly unremarkable. Impression: normal post-essure procedure, with normal micro insert placement and no evidence of leakage [pathology test] on (B)(6) 2023: surgical pathology report: clinical information: cin 3 s/p leep, essure sterilization. History of cervical dysplasia. Total laparoscopic hysterectomy, bilateral salpingectomy. Cystoscopy. Confirm bilateral presence of essure implants. Gross description: both cornua and proximal fallopian tubes contain segments of coiled metal wire each measuring approximately 2.5 cm in length by 0.1 cm in diameter. Diagnosis : uterus with cervix and bilateral fallopian tubes, laparoscopic total hysterectomy with bilateral salpingectomy: cervix: - prior procedure site changes consistent with prior leep (no residual squamous intraepithelial lesion/dysplasia identified). - benign squamous metaplasia with mild acute and chronic inflammation. - focal tubal metaplasia of endocervical glands. Endometrium: benign interval phase endometrium. Myometrium : small leiomyoma , adenomyosis serosa : no significant histopathologic changes fallopian tube - right : benign fallopian tube with small para tubal cyst, essure coil present fallopian tube - left: benign fallopian tube with small para tubal cyst, essure coil present [pregnancy test] on (B)(6) 2009: negative [smear test] on (B)(6) 2009: pap test: low grade squamous intraepithelial lesion (hpv, mild dysplasia). Fungal organism consistent with candida. [Ultrasound scan vagina] on (B)(6) 2007: mirena insertion: uterus: normal size shape and position cervix prepped, tenaculum placed, uterus sounds to 8.0cm, iud inserted without problems. Tvus verifies correct intrauterine location. Patient tolerated procedure well. [X-ray] on (B)(6) 2009: impression: no unusual status bilateral essure fallopian tube inserts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a 21 year-old female patient who had essure inserted (lot no. 628318) for female sterilisation. The patient had a medical history of agoraphobia, candida vaginal, urinary tract infection, cannabis dependence, parity 2 and multi gravida. Previously administered products included: oxycodone for itching, metronidazole for vomiting and mirena, hydrocodone, fluconazole, ciprofloxacin, xanax, nortriptyline and seroquel. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy (with essure coils removal in-situ), cystoscopy). The reporter considered pelvic inflammatory disease to be related to essure administration. The reporter commented: trailing coils - 4 coils visible on patient right side, no trailing coils were visible on left side. Diagnostic results (normal ranges are provided in parenthesis if available): [human papilloma virus test] on (B)(6) 2009: positive. [Hysterosalpingogram] on (B)(6) 2009: hysterosalpingogram on dated (B)(6) 2009. History: post essure procedure finding: the micro inserts appear appropriately placed. There is no evidence of leakage around the micro inserts. The endometrial cavity is grossly unremarkable. Impression: normal post-essure procedure, with normal micro insert placement and no evidence of leakage [pathology test] on (B)(6) 2023: surgical pathology report: clinical information: cin 3 s/p leep, essure sterilization. History of cervical dysplasia. Total laparoscopic hysterectomy, bilateral salpingectomy. Cystoscopy. Confirm bilateral presence of essure implants. Gross description: both cornua and proximal fallopian tubes contain segments of coiled metal wire each measuring approximately 2.5 cm in length by 0.1 cm in diameter. Diagnosis : uterus with cervix and bilateral fallopian tubes, laparoscopic total hysterectomy with bilateral salpingectomy: cervix: prior procedure site changes consistent with prior leep (no residual squamous intraepithelial lesion/dysplasia identified). Benign squamous metaplasia with mild acute and chronic inflammation. Focal tubal metaplasia of endocervical glands. Endometrium: benign interval phase endometrium. Myometrium : small leiomyoma , adenomyosis. Serosa : no significant histopathologic changes. Fallopian tube - right : benign fallopian tube with small para tubal cyst, essure coil present. Fallopian tube - left: benign fallopian tube with small para tubal cyst, essure coil present. [Pregnancy test] on (B)(6) 2009: negative. [Smear test] on (B)(6) 2009: pap test: low grade squamous intraepithelial lesion (hpv, mild dysplasia). Fungal organism consistent with candida. [Ultrasound scan vagina] on (B)(6) 2007: mirena insertion: uterus: normal size shape and position. Cervix prepped, tenaculum placed, uterus sounds to 8.0cm, iud inserted without problems. Tvus verifies correct intrauterine location. Patient tolerated procedure well. [X-ray] on (B)(6) 2009: impression: no unusual status bilateral essure fallopian tube inserts. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.